Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while implanting the epicardial lead, it was noted that the lead exhibited failure to capture. The lead was not used and the patient was in stable condition throughout the procedure.